Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and insulin was squirted out during priming. The customer¿s blood glucose level was unknown at the time of the incident. The device will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, weak battery, low battery, battery out limit, failed battery test alarms or audio/beep, back light anomaly noted during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarm, unexpected no delivery alarm or prime/fill anomaly noted during testing. The motor was tested outside the device and passed. Device had minor scratched lcd window.(B)(4).